Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01383 & 03318). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left revision procedure approximately eight years post-implantation due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reports received indicated metal debris with soft tissue staining and inflammatory reaction were noted during the revision procedure. Also during the revision procedure osteolysis was found located on the proximal femur, however the stem was well-fixed. Osteolysis and inflammatory tissue also founded at the acetabulum and the acetabular cup showed signs of erosion. Finally a pseudotumor was noted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.